Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they have just recently started placing power hickman lines in their pediatric oncology population. The nurse stated that they had an occurrence where the maxzero cap got stuck on the ends of the line; this occurred when a nurse was forcefully trying to remove the maxzero cap and the hub of the line cracked. The line is still in place in the patient. This file addresses the incident of the patient with eclampsia.